Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause could not be determined.

Event description:
Report 1 of 2. This complaint is as a result of clinical data obtained. Between january 2016 to february 2022, 15 patients (16 wrists) underwent surgical treatment for distal radius fractures at a UK hospital. This hospital uses wrist spanning plates for treatment of complex distal radius fractures. While experienced hand surgeons primarily treat such fractures, in urgent cases, trauma surgeons will use a wrist spanning plate. Patients had an average age of 56.6 ± 18.6 years (range 21-86 years) and 8 patients were women. Plates were removed on average after 4.9 ± 1.8 months (range 3-8 months). These were routine removals. All 16 wrists were treated with the acu-loc wrist spanning plate system. Eight (8) wrists were fixed with the short spanning plate (7006-1170n-s) and the other 8 were fixed with the long spanning plate (7006-1190n-s). The majority of plates were affixed to the 3rd metacarpal (n=14); however, two plates were affixed to the 2nd metacarpal. Thirteen (13) wrists were on the left wrist, and three (3) were on the right wrist. The following complications were reported: 1) intraoperative fracture around the screw. 2) screw breakage during routine plate removal. There are two (2) related reports: 3025141-2023-00574 and 3025141-2023-00575.